Event description:
On (B)(6) 2023 a patient underwent a extreme lateral interbody fusion procedure on unknown level of the spine. During the procedure the distal tip of inserter fractured off into the cage and was left in the patient as it was determined intraoperatively that it could cause more trauma to the patient to explant the cage opposed to leaving it cold welded in the engaged screw. No patient injury or consequence was reported.

Manufacturer narrative:
The device was received by nuvasive on july 26, 2023 and the complaint was confirmed. Manufacturing review identified lot ms5491r was released to the field january 2019. Servicing examination of returned inserter found the distal tip fractured off and was likely the result of excessive use fatigue and or off angled excessive force during use indicating wear fatigue as the root cause. The fractured tip per surgeons prerogative was left in-situ fixed in the interbody attachment feature, the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. Label review : "potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries". "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient". "Based on fatigue testing results, when using the modulus interbody system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system". "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient".